Manufacturer narrative:
Root cause: one possible reason for the malfunction was that the compression tool was unscrewed during use or user used excess force. Explanation: the product was visually analyzed and it was determined that the product did not display any sign of defect. Initially, it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: returned compression tool was visually inspected. Compression tool worked properly. No other observations.

Event description:
Compression tool. Device (9024-00) on left side, became stuck on the compression tool (9049-00).